Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that; the customer was hospitalized due to diabetes ketoacidosis and flu with high blood glucose of 900 mg/dl. The customer was in the hospital for a week. The current blood glucose was 72 mg/dl. The customer never got notification that the reservoir was low until it was almost empty. When customer went upstairs and she passed out and her husband call emergency medical service and that's where she no longer recalls after that. Customer wearing the pump at time of hospitalization. Stated that she was going to change it out and still had the pump on at the time she passed out. Customer declined troubleshooting of the high blood glucose at this time as her head is not completely clear also declined to check low reservoir issue mentioned before hospitalized event. Customer will call back when she feels better also will be seeing her endocrinologist next week and working with her team. The device will not be returned for analysis.